Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-01588. It was reported the patient experienced ineffective stimulation due to high impedance values discovered on both lead contacts. As a result, surgical intervention was undertaken to address the issue. Both leads were explanted and replaced with new models during the procedure. In turn, effective coverage was restored postoperatively thus resolving the issue.